Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented remotely, the right ventricular lead exhibited noise. No intervention had been decided. For now the patient would continue to be monitored.